Event description:
Attorney reports for his client that during a surgery, it was noticed that an inlay was delivered which was not correctly fitting. Moreover, he states that therefore, the surgery had to be postponed and surgeons information his client that a higher risk would be connected with the new surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then, it will be submitted in a supplemental report.